Event description:
Physician was inserting a chest tube at the bedside and used his left index finger while placing the chest tube in the pt. Upon removal of his finger, the glove on his index finger was missing. The index finger of the left glove broke during the procedure. The missing piece was not found after thorough exploration of the bed and trash. The thoracostomy site was also thoroughly searched without finding the missing piece. It fell into the chest cavity. Pt went to the operating room the next day for a thoracoscopy video assisted (right chest) with removal of foreign body and irrigation of right pleural space. Foreign body (missing glove) was found.